Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two devices with cuff misses referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second, third and fourth proglide devices; therefore, the physician abandoned the use of a second suture. The sheath was upsized to a 18f sheath and the tavi procedure was completed. Hemostasis was attempted with the one successfully pre-placed proglide suture; however, hemostasis of the large hole was not completely achieved. As the patient was obese, surgical cut down over manual compression was used to achieve hemostasis. During the cut-down, the physician noticed that foot was noted to be separated and located in the skin from two of the three cuff miss proglide devices. The separated feet were removed out of the anatomy during the cut down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and foot separation were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: 1069 was removed and 1562 was added as the foot was separated.